Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2012) is considered to be a best estimate. This emdr represents the bard perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2013, patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with the implant of perfix plugs (right - device 1, device 2, left - device 3). Per op notes, "on right side, large indirect hernia was noted protruding through the internal ring. An extra large perfix plug (device 1) was placed into the dilated ring and tacked into position with suture. Attention was directed to the medial floor where a large direct space hernia was also noted. Another extra large perfix plug (device 2) was placed into this defect and tacked down to the circumference of the defect. The floor patch was positioned on the inguinal floor with cord structures. On the left side, the patient had large direct space weakness and no indirect hernia. The left side direct defect was repaired using perfix plug (device 3)." (B)(6) 2018: patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the perfix plug (device 4). Per op notes, "a deep cicatrix was noted due to the previous mesh. A recurrence was noted right at the pubic tubercle and the cord structures. The hernia sac was dissected free and the previous plug (device 1, 2) was somewhat extruded was tacked back down to the coopers ligament using suture. A extra large perfix plug (device 4) was placed into the new defect and tacked to the circumference of the defect using sutures."